Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-09037. It was reported that the patient's right atrial and right ventricular leads exhibited significant noise. The patient noted mild chest pain at the pacemaker site once the are was palpated. Additionally, pacing reversion was noted due to the noise. The patient presented for a normal device change out, during the procedure, both leads were capped and replaced on (B)(6) 2019. The patient was discharged on the same day.